Manufacturer narrative:
(B)(4). According to the complainant, the suspect device has been disposed and is not available for return. If any further relevant information is received, a supplemental MDR will be filed. (B)(4).

Event description:
It was reported to boston scientific corporation that a resolution clip device was used during a colonoscopy procedure performed on (B)(6) 2017. According to the complainant, the device did not deploy. No patient complications have been reported as a result of this event. Attempts to obtain additional patient and procedure information have been unsuccessful. If further information is obtained, a supplemental MDR will be filed.